Event description:
Two months after surgery the patient presented a discharge at the proximal part of the scar related to a very rapid absorption of the screw which disappeared in the tibial tunnel and was replaced by a kind of white filler.

Manufacturer narrative:
Product recall initiated in 2007.